Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that the insulin pump had a blank display and also received motor error. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Insulin pump received with normal operating current. Pump passed self test and off no power test. No motor error alarm noted. Motor passed motor test.